Event description:
Revision Surgery due to Infection.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2023-00932; 509-01-440, S808 - Infection, Revision Surgery.If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.